Event description:
The customer reported that potential erroneous total thyroxine (tt4) results, above the normal reference range, were generated on an access 2 immunoassay system for up to seven patient samples. The customer did not supply the exact number of patient samples involved, dates of testing, or actual initial and repeat test results for the potentially discrepant tt4 results. It is inferred from information provided by the customer that all discrepant results were generated on the same day/shift. The customer confirmed that none of the possible discrepant patient results were released from the laboratory. Hence there was no report of death, patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The customer initially obtained three indeterminate flagged tt4 results and one 0.00ug/dl tt4 result. These results were not in question but the customer chose to load a fresh tt4 reagent pack before continuing testing. After the replacement of the new tt4 reagent pack with fresh calibrator material, the tt4 calibration curves and tt4 quality control (qc) results generated unacceptable results. It was at this time that the patient samples were tested and the potentially discrepant results were generated. Sample collection/handling information was not provided by the customer. 8. The customer reported that some of their tt4 reagent and calibrator material had been improperly stored frozen at the customer's site for an unspecified amount of time.

Manufacturer narrative:
Service was not dispatched to the site for this event. Although improper reagent storage was identified as potential causal factor, a definitive root cause for this event has not been determined to date with the information provided.